Event description:
According to the reporter, during a laparoscopic colectomy procedure, while stapling the intestinal tract at the time of extracorporeal colectomy and reconstruction (fee: functional end-to-end anastomosis), the device stopped firing halfway through and locked on tissue. The device did not move even after several attempts. Long pressing the green button, reconnecting the adapter etc. Were attempted, but to no avail. The surgeon extended the incision by less than 1 inch, then used another stapler to resection a small amount of extra intestinal tract next to the reload. The device was then removed from the patient. Afterwards, the circulating nurse performed the same troubleshoot to release the specimen, but the issue remained the same. A manual adapter tool was then used to open the device and the specimen tissue was removed. It was also noted that the screen continuously displayed "highest force zone 1", and an error sound kept sounding regularly even when the green buttons were pressed.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown) sigpshell, sig power sigpshell control shell (lot#unknown), unk-sigadapt, unknown signia egia adapter (sn:unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the returned video contained a view of the handle on a charger, the handle was not connected to any clamshell, adapter or reload, and the handle was noted to be displaying the firing force indicator and producing an error tone. It was reported that the device initially fires, but failed to complete the firing cycle, and the jaws of the device remain closed on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the display screen had an irregular output. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.